Event description:
The customer reported the system lost motorized movement capability. No patient injury was reported.

Manufacturer narrative:
A ge representative contacted the customer by phone and directed the customer to check the emergency stop switch. The customer reset the switch and the system operates as intended.